Event description:
According to the reporter, the device's screen would not come on, no picture or words. No patient injury has been noted.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the screen would not come on, there were no picture or words. The unit was triaged and the reported issue was confirmed. The issue was isolated to the overlay and blurred display lcd damaged. The overlay and display lcd was replaced to fix the issue. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.